Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery has not been working and as a result insulin delivery stops. The customer did not provide further information. Blood glucose (bg) level ranged from 300-425 mg/dl and a correction bolus via the pump was delivered to address the bg level. Although requested, the customer did not reply to the requests for additional information.